Manufacturer narrative:
The complainant facility returned the dialyzer to the manufacturer for physical evaluation. Visual examination of the device revealed the fiber bundle was wet with some indication of blood exposure. Blood residue was noted in the header of the device on the cavity ID end. Gross visual examination of the device revealed a short fiber that was present on the circumference of the fiber bundle (on the cavity ID end) at approximately 90 degrees with the dialysate ports situated at 0 degrees. No other damage or irregularities were noted on the returned sample. The dialyzer was subjected to a laboratory bubble point test where an internal leak was noted on the cavity ID end within the location of the observed short fiber. The device was then subjected to destructive disassembly to better isolate the source of the leak. First, the sonically welded screw flanges were removed from the dialyzer. Then, the fiber bundle was removed from the dialyzer housing and submerged in a water bath. While submerged, compressed air pressure was allowed through the fiber bundle at a regulated rate. The investigator was able to detect air bubbles escaping from the short fiber. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination revealed the presence of a short fiber on the fiber bundle. Additionally, bubble point testing confirmed that a leak existed at the location of the short fiber. Therefore, the complaint has been deemed confirmed.

Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a dialyzer blood leak occurred less than one minute into hemodialysis (hd) treatment. The blood leak was reported to be internal; blood was visually observed in the dialysate compartment of the device. Upon identification, the treatment was halted and the lines were clamped. No dialyzer damage was visible. The machine did not alarm; there were no visual or audible alarms. The reporting nurse stated the alarm didn't go off because of how early the blood leak was noted; the blood pump hadn't even reached full speed yet. A blood test strip was used to verify the presence of blood in the dialysate; the strip tested positive. The patient's blood was not returned; estimated blood loss (ebl) was approximately 200ml. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on a different machine. The complaint device was sent back to the manufacturer for evaluation. The machine in use was pulled from the floor for testing. The machine passed all tests and was put back in service; it was reported to be functioning properly.